Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the packaging was damaged before product was opened, contaminating the product. There is a large hole in the plastic portion of the packaging.

Manufacturer narrative:
The customer disposed of the product therefore, the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: large hole in the plastic portion of the packaging probable root cause: 1. Incorrect or inadequate packaging 2. Severe shipping conditions 3. Improper storage the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the packaging was damaged before product was opened, contaminating the product. There is a large hole in the plastic portion of the packaging.